Manufacturer narrative:
The screw was implanted two years ago, therefore it is assumed that bone fusion has taken place. The screw wouldn't be expected to be submitted to a large enough load to cause separation of the head. The company is waiting for more information from the healthcare facility to finalize the analysis of the root cause of the separation of the head. The device history record was reviewed and there were not any non-conformities found. The medical device complied with the specifications.

Event description:
The patient complained of pain in his lumbar region (l5-s1). The surgeon did x-rays and CT scan and detected the separation of the screw head from the threaded part on one screw.